Event description:
It was reported that the rn in the intensive care unit was calling because he did not have an arterial pressure (ap) waveform on the screen. When the clinical support specialist (css) spoke to the rn he stated that they have a male pt in cardiogenic shock. The physician inserted an intra-aortic balloon (iab) at the bedside. The iab was inserted via the pt's right femoral artery. According to the rn ,they do not have an ap waveform on the screen. The css asked if they were using a fiberoptic catheter or non-fiberoptic; the rn was not sure. The css asked where the little light was in the ap select button. The rn said it is on transducer. The css asked if they have any pressure readings on the screen. The rn stated that they are reading 283. The css had the rn shake the transducer reading and they could see movement on the ap area at the top. The css asked the rn to check all of the stopcocks on the transducer set up to make sure none of them were closed. The rn stated that they were all open. The css next had the rn zero the transducer; still no waveform. The css had the rn connect the transducer setup to the bedside monitor and they have no waveform on the screen. The css next had the rn try to aspirate from the central lumen. The rn was unable to get any blood back. The css had the rn put a little traction on the catheter and as the rn was aspirating again no blood came back. The css asked if when they inserted the balloon, the physician aspirated blood back at that time. The rn stated that he did not get any blood back then either. The css explained that the central lumen was clotted. The catheter was placed through a sheath with a sideport. The sideport has a good waveform. The css had the rn connect that to the pump and there was a waveform on the pump. The pt has a radial arterial line also. The pressure readings from it are: 108/50. The pressure readings from the sideport are: 98/48. The css told the rn again that the central lumen was clotted and that they needed to make sure that no one tried to force the clot forward. The rn asked if they needed to replace the iab. The css stated that would be up to the physician, that they could use any arterial line for the pump for pumping, but that they should not try to manipulate the central lumen on this catheter to prevent dislodging the clot. The rn understood and thanked me for my assistance.

Manufacturer narrative:
(B)(4).